Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, there was an open brown (-5v) wire inside the trunk cable. The cause of the inability to non-functional ECG electrodes is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.